Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. The reported event was not reproduced during the inspection of the device by olympus service operation repair center (sorc). No abnormalities were found inside the device other than the reported event. From the above, omsc was unable to determine the cause of the reported event. In addition, the cause could not be surmised because the abnormality inside the device could not be confirmed. The device was repaired on may 25, 2021 due to noise and dust inside the device, and on august 6, 2021 due to a defect in the lcd panel display. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the dvi1 output image and dvi2 output image were not displayed.there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.